Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during proximal tibia lateral plating, the variable angle (va) locking screw cut through the va proximal tibia plate (ptp). When the customer tightened the screw with the torque limiting attachment (tla), the screw went through the plate. The screw that went through the plate was not locked. The surgeon said that all other screws were tightened to the plate without a torque limiter because they were unsure if it was working properly. The locking screw that cut through the plate was not implanted or replaced. The procedure was successfully completed. It is unknown if there was a surgical delay. Patient status was stable. Concomitant device reported: unknown va proximal tibia plate (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) screws: locking. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: picture review: the narrative could not be confirmed based on the provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.